Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the cause of the stall was unknown. It was reported that the pump was interrogated and was scheduled to be replaced. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the pump was silenced due to motor stall on christmas eve but started alarming again due to tube set. There were no symptoms reported and troubleshooting resolved the issue. It was also noted the patient was receiving bupivacaine (0.4 mg/ml at 0.019 mg/day) via an implantable pump. It was mentioned it had been more than 2 hours since the patient exited the MRI and the patient did not recently have an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-jun-2020 from the patient who reported that the pump was replaced on (B)(6) 2020. She had been given meds orally until the pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the pump was alarming on (B)(6) 2019. The patient had met with a company representative on b)(6) 2019 to silence the alarm. However, last night ((B)(6) 2020) the pump alarm had gone off again. The patient had called their healthcare provider¿s office and they told her to call the manufacturer for assistance. The patient had contacted a company representative this morning and left a message for her. The company representatives full name was unknown. It was noted that the pump stopped working because of a malfunction and they had shut off the alarm and had them on the lowest dose possible. The sound heard was consistent with a pump alarm. The pump was currently administering bupivacaine, prialt, and morphine. Drug concentrations and dose rates of all three pump medications were unknown / unspecified. The indication for use regarding the pump was non-malignant pain. No patient symptom was reported; indicated as having been not applicable. At the time of the report it was recommended that the patient consult with their healthcare provider office for the next steps. The patient was to follow-up with their healthcare provider.

Manufacturer narrative:
Correction: the previous report indicated that "the pump was currently administering bupivacaine, prialt, and morphine" in error. The pump was instead previously administering prialt (old drug). The pump was currently administering bupivacaine and morphine. The narrative of follow-up report # 2 has therefore been corrected in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the pump was alarming on (B)(6) 2019. The patient had met with a company representative on (B)(6) 2019 to silence the alarm. However, last night ((B)(6) 2020) the pump alarm had gone off again. The patient had called their healthcare provider¿s office and they told her to call the manufacturer for assistance. The patient had contacted a company representative this morning and left a message for her. The company representatives full name was unknown. It was noted that the pump stopped working because of a malfunction and they had shut off the alarm and had them on the lowest dose possible. The sound heard was consistent with a pump alarm. The pump was noted as having previously administered prialt. The pump was currently administering bupivacaine and morphine. Drug concentrations and dose rates of all three pump medications were unknown / unspecified. The indication for use regarding the pump was non-malignant pain. No patient symptom was reported; indicated as having been not applicable. At the time of the report it was recommended that the patient consult with their healthcare provider office for the next steps. The patient was to follow-up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine (2 mg/ml at 1.2 mg/day) via an implantable infusion pump. It was reported that the patient pump stalled yesterday. It was noted that the patient did not have a magnetic resonance imaging or any electromagnetic imaging present. No symptoms were reported. No further complications have been reported as a result of this event.